Manufacturer narrative:
The actual sample was returned and evaluated. Visual inspection confirmed there were no anomalies or breaks in the appearance of the device. The oxygenator module was filled with a priming solution and pressurized from the blood inlet port side at 2 kgf/cm2. There was no leak at the joint between the sampling line tube and blood outlet port. Magnifying inspection of the joint between the sampling line tube and blood outlet port did not reveal any anomalies, including a crack, which could lead to a leak in the appearance. A review of the device history record and shipping inspection record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported leakage from the purge line of the arterial port during pressure testing. The following information was provided by the user facility: during filling of the tube sets liquid came out of the purge line at the arterial port; device was changed out; and there was no patient impact because the event occurred before the tubing was connected with the patient.